Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer of necessary steps and actions, including returning the problematic pump, using a backup therapy, and updating software on the replacement pump, which was sent to them. Customer reverted to an alternative method of insulin therapy.